Event description:
The tech alleged the head left coil cable is rubbing on the head left brake caster and the outer white coating has rubbed off the cable, exposing bare wires. No pt impact.

Manufacturer narrative:
The tech replaced left head coil cable to resolve the issue.